Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an unknown surgery procedure was performed. During the procedure, four (4) hexagonal screwdriver shafts were stripped, one (1) elite impression implant kit was broken, one (1) compression wire was broken, and three (3) non-threaded guidewire were broken. There was a surgical delay of five (5) minutes. The procedure outcome is unknown. There is no further information available. This report is for one (1) cannulated 2.5mm hexagonal screwdriver shaft. This is report 1 of 9 for (B)(4).